Event description:
Clinical study. It was reported, 40 days following a coronary artery stenting procedure that the patient experienced congestive heart failure. The index procedure treated the 80% stenosed 2.75x9mm target lesion located in the proximal left circumflex (lcx) artery. Treatment consisted of pre-dilation, placement of a 2.75x12mm blinded study stent and post dilation resulting in 0% residual stenosis. A non study target lesion located in the distal right coronary artery was treated with a taxus liberte drug eluting stent (size unknown). The patient was discharged the next day on aspirin and clopidogrel. The patient returned 13 days following the index procedure, experiencing stable angina and cardiac markers were taken. At 16 days post procedure, experiencing non cardiac chest pain and cardiac markers and an ECG was performed. At 40 days post procedure with congestive heart failure resolved with medication and 54 days post procedure, experiencing non cardiac chest pain in which an ECG and blood samples were taken. All the events were listed as resolved without residual effects.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be anticipated procedural complication.